Event description:
I was reported that during a shoulder surgery: 'the tip of needle broke off in patient's rotator cuff and was not able to be retrieved; this was confirmed via a post-op x-ray.' It was also reported that the remaining portion of the product was disposed of at the user facility. It was mentioned by the facility's surgical clinical coordinator that, the surgeon felt it would compromise his rotator cuff repair if he attempted to retrieve the needle tip, and opted to leave it in the patient. To the surgical clinical coordinator's knowledge, the procedure was successfully completed and to date; the patient has not had any adverse effects.

Manufacturer narrative:
The concept suture passer needle was discarded at the user facility, therefore; an evaluation could not be performed. However, the use of this product is technique dependent, and the most likely cause of the suspected failure is user/device interface related. A review of complaint history shows no other reports of breakage for this lot of product; the lot size is 100 units. Similar adverse events have been received and filed for this product. However, there have been no reports of serious injury and/or medical/surgical intervention to remove a broken concept suture passer needle tip. The IFU provides detailed instructions for use and the following warning: do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury. The associated risk document addresses this failure as an acceptable risk. Eval summary: item was discarded at user facility.